Event description:
It was reported that the lead had low impedance which triggered a polarity switch. Noise was recorded with oversensing confirmed by pocket manipulation between the device and the left subclavian. The lead was reprogrammed and is scheduled to be replaced. No patient complication was reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.